Manufacturer narrative:
H10: the actual device was not available; however, four (4) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. Functional testing was performed including clear passage and pressure testing; and the devices performed according to product specifications. Additional priming and pull testing were performed and no issues noted. The insertion of the tubing and y-site clearlink components were tested and were according to specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted a medwatch report for this event: mw5100830. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system vented continu-flo solution set disconnected at the base (patient side) of the y-site closest to the patient. This issue was identified during patient use with anesthesia and analgesic medication. It was further stated that this issue was reproduced with a new set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.